Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced low blood glucose of 50 mg/dl. Customer¿s current blood glucose was 98 mg/dl. Customer was treated by drinking orange juice. Customer stated that they received alert for calibration not accepted alert. Insulin pump will not be returned for analysis.